Event description:
Complaint alleged that the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical has not received the device for evaluation and this complaint is still under investigation.